Event description:
It was reported that two days post implant, the patient felt tired, had shortness of breath, and was bradycardic. A five second pause was noted on telemetry. The device was interrogated and found to have non capture on the right ventricular (rv) lead. High thresholds were exhibited and a probable micro dislodgement was suspected. Reprogramming was performed initially and the patient was taken in for a lead repositioning. The next day, there was intermittent capture noted on the rv lead. The patient was brought in again for another revision for possible micro dislodgement. The physician chose to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.